Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing an unrelated surgical procedure in (B)(6) of 2020. Pain was noticed later and the ipg would no longer communicate with external devices, and the patient controller displayed the error message, ¿connection problem with generator "several attempts were made and unable to bond with ipg. As a result surgical intervention took place where the ipg was replaced and the issue was resolved.

Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.